Event description:
Patient admitted with a week history of episodic lighteadedness. Patient has known sick sinus syndrome. She had a ddd pacemaker implanted 3/20/90. Asymptomatic malfunction of the ventricular lead was noted 7/13/93. Since patient had normal av node function (1 to 1 av conduction at 130 bpm, a pacing reconfirmed), it was felt that no intervention was needed at this time. When pauses were noted on telemetry (inpt. Admission) with device in aai mode, a decision to implant a new v lead. On 10/18/93 a new v lead was implatned, old v lead capped. A new pulse generator was inserted at the same time since projected end of life was in 9 months.